Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2021-00098, ((B)(4)+ ff017). 9610612-2021-00098, ((B)(4)+ ff016).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff016 - 6 craniofix absorbabl.clamp sterile 11mm. The surgeon explanted the clamps from the patient due to recurrent tumor recession. The implant had been implanted for 5 years in the patient, but they were not absorbed after over 5 years implantation. It was noted that the reason for that is that the implants are covered by the capsule and it relates the duration of absorption. There was no described patient harm. Additional information was not provided nor available was not available. The adverse event malfunction is filed under aag reference (b)4). Associated medwatch-reports: 9610612-2021-00098 (400501428 ff017).